Event description:
The patient no longer has access to sound with her cochlear implant. Re-implantation is considered.

Manufacturer narrative:
Not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.